Event description:
When performing facility's internal quality assurance testing on the ez flow pump, prior to sending it out to a pt, it was discovered that the pump was not working properly. Only half of the screen would light up. Also, the screen was "frozen"...unable to scroll up down, etc. Unable to reset, etc.